Event description:
Event description guidant received information that this device and right ventricular lead exhibited intermittent ventricular oversensing and ventricular loss of capture. The field representative was unable to determine if it was a device or lead issue. In addition, they were unable to telemeter the device and the surface ECG showed an intrinsic rhythm of 60bpm. In addition, the device is mobile in the pocket. There were no adverse patient effects. This device is part of the failure mode 2 advisory population.